Event description:
The instrument was used during a resection of zenkert diverticulum. It was reported the ez35w was fired, then the cartridge fell out of the haws of instrument. Staples were not formed. Anastomosis was completed with suture. No buttressing material used. 8/21/96 the device cut and fired, but the staple line fell apart. This occurred on the first firing. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The cartridge retention feature was measured and was found to be conforming. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.